Event description:
During ptca the balloon would not deflate. The inflation device was removed and a syringe was attached to successfully deflate the balloon. After device removal from the pt, it was noted that the shaft of the catheter had fractured into two pieces. No pt injury was reported associated with this incident.